Event description:
The patient developed post-op diffuse lamellar keratitis in both eyes after lasik surgery. The left flap was lifted and irrigated. The patient has recovered with no loss of visual acuity.